Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected varying pacing impedance measurements and varying threshold measurements. There was also evidence of oversensed noise. The patient is not pacemaker dependent. The device was reprogrammed and the patient will be monitored. No adverse patient effects were reported.